Event description:
The technician alleged the bed alarm was not audible. No patient impact.

Manufacturer narrative:
The technician replaced the external buzzer power control board assembly to resolve the issue.